Event description:
It was reported that after a car accident, the patient experienced an inadequate stimulation, and the leads had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted products were discarded per hospital policy.

Event description:
It was reported that after a car accident, the patient experienced an inadequate stimulation, and the leads had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2158500. Model: sc-2158-50. Serial: (B)(6). Batch: 15418922 UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 16588631. UDI: (B)(4). Product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 16647085. UDI: (B)(4).